Event description:
It was reported that, two days, following a transapical tavr procedure the patient went to the operating room to have hemothorax evacuated; upon induction of anesthesia the patient arrested and could not be resuscitated. Prior to the induction of anesthesia the patient was stable. The patient had a 26 mm sapien valve; the device was placed 60/40 aortic/ventricular in the annulus and had only mild leak. A tte performed the following morning showed a normally functioning sapien valve and the leak had reduced to trace to mild. It was noted upon cxr the following morning that the patient had a significant hemothorax on the left side; the patient was subsequently taken to the main or that afternoon. During anesthesia induction, the patient had a complete hemodynamic collapse; the patient was placed on a pump; however, they were unable to resuscitate the patient. Although the source of the bleeding was not confirmed, the surgical team thought it was the apical access site. An autopsy was not performed.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the exact cause of the transapical bleeding cannot be confirmed. However, in addition to patient factors (patients advanced age) procedural factors may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.